Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/ confirmed the customer reported complaint. Failure analysis found the primary failure of the broken spatula to be related to the customer reported complaint. The permanent cautery spatula instrument was found to have a broken spatula. The broken piece, measuring 0.088" x 0.15" in size, was not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse. An additional observation not reported by site was also identified. The permanent cautery spatula instrument was found to have the broken plastic proximal clevis and the broken piece is missing as a result of breakage. The size of the missing piece is approximately 0.0155¿ x 0.129¿. The root cause of the broken instrument proximal clevis is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. A review of the instrument log for the permanent cautery spatula (470184-13/k102111290050) associated with this event cannot be performed via system logs as the onsite connectivity was not available at the time of the event. A review of the site's complaint history found that there were no other complaints for this product or this event. No image or video of the procedure was provided for review. This complaint is being reported based on the failure analysis findings. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that prior to start of a da vinci-assisted procedure, the permanent cautery spatula instrument broke before its 1st use. The broken piece was reportedly lost. The procedure was completed with no reported injury by using a backup instrument. The permanent cautery spatula (pcs) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.